Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 28-year-old female patient who had essure (batch no. 708851-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and recurrent abortion. Concurrent conditions included overweight, menses irregular, hematuria, kidney pain, urinary frequency, dysuria, flank pain, pyelonephritis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced perineal pain ("perineal pain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, premenstrual dysphoric disorder, dysmenorrhoea, abdominal pain and back pain had resolved, the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown and the perineal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, premenstrual dysphoric disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2019: result: clinical information: premenstrual syndrome uterus, cervix, right tube and ovary: chronic endocervicitis; cervix is without dysplasia or atypia proliferative type endometrium without atypia or hyperplasia. Extensive adenomyosis. Cystic follicle, light ovary. Right fallopian tube and fimbria are within normal limits save for a benign para tubal cyst. X-ray - on an unknown date: result: there is a linear coil within the upper right pelvis, a second coil or pressure device is not visible were present.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, nausea, depression, back pain, premenstrual dysphoric disorder and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: new event "perineal pain" were added. Incident not valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 28-year-old female patient who had essure (batch no. 708851-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and recurrent abortion. Concurrent conditions included overweight, menses irregular, hematuria, kidney pain, urinary frequency, dysuria, flank pain, pyelonephritis and amenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced perineal pain ("perineal pain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right side). Essure was removed on 25-apr-2017. At the time of the report, the pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, fatigue, weight increased, abdominal pain, back pain, genital haemorrhage and metrorrhagia had resolved, the depression, anxiety, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia and post procedural complication outcome was unknown and the perineal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perineal pain, post procedural complication, premenstrual dysphoric disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2019: result: clinical information: premenstrual syndrome. Uterus, cervix, right tube and ovary: chronic endocervicitis; cervix is without dysplasia or atypia . Proliferative type endometrium without atypia or hyperplasia. Extensive adenomyosis. Cystic follicle, light ovary. Right fallopian tube and fimbria are within normal limits save for a benign para tubal cyst. X-ray - on an unknown date: result: there is a linear coil within the upper right pelvis, a second coil or pressure device is not visible were present. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, nausea, depression, back pain, premenstrual dysphoric disorder and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication, genital bleeding, metrorrhagia. Events outcome updated. Reporter added on 9-jan-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 708851-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and recurrent abortion. Concurrent conditions included overweight, menses irregular, hematuria, kidney pain, urinary frequency, dysuria, flank pain, pyelonephritis and amenorrhea. Concomitant products included ethinylestradiol; levonorgestrel (seasonique), nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, premenstrual dysphoric disorder, dysmenorrhoea, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Pathology test - on (B)(6) 2019: result: clinical information: premenstrual syndrome. Uterus, cervix, right tube and ovary: chronic endocervicitis; cervix is without dysplasia or atypia: proliferative type endometrium without atypia or hyperplasia, extensive adenomyosis, cystic follicle, light ovary, right fallopian tube and fimbria are within normal limits save for a benign para tubal cyst. X-ray - on an unknown date: result: there is a linear coil within the upper right pelvis, a second coil or pressure device is not visible were present. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, nausea, depression, back pain, premenstrual dysphoric disorder and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: update of information (batch is invalid). Case category upgraded to incident. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.